Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a small piece of a white substance, adhered or stuck on the tip of the catheter. It was reported by the caller, that after going into the right atrium with the thermocool smarttouch sf they built matrix and took the catheter out of the body by physician's request as they noticed what appeared like tissue, a small piece of a white substance, adhered or stuck on the tip of the catheter. It was adhered to the tip of the catheter and could not be removed but was soft in texture. No ablation had been performed before that moment and the physician requested the replacement of the catheter due to the unknown substance. The catheter was replaced and the problem was resolved. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a white substance was observed adhered on the tip of the catheter. However, the origin of the substance cannot be determined based on the image provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a small piece of a white substance, adhered or stuck on the tip of the catheter. It was reported by the caller, that after going into the right atrium with the thermocool smarttouch sf they built matrix and took the catheter out of the body by physician's request as they noticed what appeared like tissue, a small piece of a white substance, adhered or stuck on the tip of the catheter. It was adhered to the tip of the catheter and could not be removed but was soft in texture. No ablation had been performed before that moment and the physician requested the replacement of the catheter due to the unknown substance. The catheter was replaced and the problem was resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and fourier transform infrared spectroscopy (ft-ir) were performed following j&j medtech procedures. Visual analysis revealed a white material at the tip area. A fourier transform infrared spectroscopy was performed and revealed that the film was biological-based material. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The foreign material issue reported by the customer was confirmed. The origin of the biological material could be related to the procedure, however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: inspect the catheter carefully for electrode integrity and overall condition. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a small piece of a white substance, adhered or stuck on the tip of the catheter. It was reported by the caller, that after going into the right atrium with the thermocool smarttouch sf they built matrix and took the catheter out of the body by physician's request as they noticed what appeared like tissue, a small piece of a white substance, adhered or stuck on the tip of the catheter. It was adhered to the tip of the catheter and could not be removed but was soft in texture. No ablation had been performed before that moment and the physician requested the replacement of the catheter due to the unknown substance. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).